Event description:
The user facility reported a kink on the device during a procedure. Follow-up communications with the user facility confirmed the following information: (1) access obtained, advantage wire utilized to facilitate destination sheath up and over bifurcation; (2) advantage wire utilized to engage lesion; (3) the physician noticed abnormal wire shape of advantage wire under fluoro; (4) the physician attempted to retract advantage wire into support catheter but was unsuccessful; (5) eventually a portion of the deformed tip was able to be retracted into the support catheter; (6) the physician pulled the catheter and advantage wire out of the body at the same time; (7) another advantage wire was utilized; (8) the procedure was completed; and (9) the patient was reported as being in stable condition.

Manufacturer narrative:
The actual device was received by the manufacturing facility for evaluation. Visual inspection upon receipt found that the shaft had been deformed into a loop-like shape on the segment approx. 15mm to 45mm from the distal end. Magnifying inspection of the deformed segment revealed that the core wire had been fractured, being exposed from the urethane outer layer at approx. 22mm and 25mm from the distal end. The urethane outer layer around the exposed core wire was found to have been elongated. There was no dent or scratch which could be a trigger of the deformation on the shaft electron microscopic inspection of the deformed segment found some creases had generated on the urethane outer layer. These creases may have appeared on the surface of the urethane outer layer as a result of the urethane outer layer having been once stretched by a pulling force and then the stretched portion shrinking back by itself and compressed. The outside diameter was measured on the undamaged segment and confirmed to meet the specifications, being comparable to that of a current product sample. The kink resistance of the shaft was determined and confirmed to meet the specifications, being comparable to that of a current product sample. The urethane layer around the fractured core wire was removed for further electron microscopic inspection of the state of the fracture of the core wires. The fracture cross-section surfaces were found to have become rough. The core wires were found to have been deformed into a curved shape toward the end of the fractures. The outside diameter of the core wire was measured on the undamaged segment and confirmed to meet the specifications, being comparable to that of a current product sample. Reproductive testing was conducted. A product sample was subjected to a loop-shaped force till it got fractured. Subsequent electron microscopic inspection of the fracture revealed that the cross-section was flat with some part having become rough. The end of the fracture was noted to be in the curved shape. The state of the fracture very similar to that of the actual sample was duplicated. A review of the device history record and the shipping inspection record of the involved product/lot# combination confirmed that there were not any indications of production-related issues or discrepancies in the inspection result. A search of the complaint record did not find any other report with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the actual sample being trapped by an object at the distal segment. In this state, an attempt was made to further insert the actual sample, where the actual sample was subjected to one-way torque forces and formed into a loop-like shape. In this state, subsequently, the actual sample was pulled in the proximal direction, when the core wire got fractured at the looped segment. The potential for such an event is addressed in the instructions-for-use by statements such as the following: (1) if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy; and (2) continuing to manipulate or rotate the guide wire m or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel all available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).